Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion. Twelve months ago, the device was showing 6 years remaining. During the most recent check, the device was showing only 1 year remaining. Technical services has been contacted, and they are reviewing the "save to disk" report. Update: the device was replaced on (B)(6) 2019. No adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Manufacturer narrative:
The device currently remains in service, and data checks are being initiated to determine the cause for premature battery depletion. This report will be updated upon completion of analysis.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion. Twelve months ago, the device was showing 6 years remaining. During the most recent check, the device was showing only 1 year remaining. Technical services has been contacted, and they are reviewing the "save to disk" report. There are no adverse patient effects reported.